Manufacturer narrative:
The returned sample was visually and functionally tested. The sample passed testing and was able to reach a maximum vacuum within specification. A review of the device history record indicated the order was built to specification. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).

Manufacturer narrative:
The product sample has been received by manufacturing and is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the aspiration failed due to insufficient pressure during a cataract removal procedure. The product was replaced and the procedure resume. Additional information was requested; however, none has been received to date.